Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that at the start of the impell 5.5 implant, oozing occurred from the axillary kit sheath without impella yet in place. The oozing was located at the blue ring at pre perforated area. Damage was observed on the sheath after removal. The sheath was exchanged, and impella was inserted successfully. The patient survived the procedure.